Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intensive care unit patient experienced an over infusion of nimbex with a spectrum iq pump. The medication was prescribed at 1mcg/kg/min, volume to be infused (vtbi) at "94.8," at a rate of "4.3." The bag containing the medication was infused in one hour instead of the expected 20 hours. The patient who was ventilated was ¿initially severely paralyzed but was later stated to have stable vitals¿. The nurse reported ¿when they returned to the pump it was on standby and also noticed about 3 inches of air in the tubing¿. There was no re-education performed as the device was reported as programmed correctly, however the bags were changed ¿very quickly¿. No additional information is available.

Manufacturer narrative:
Medical device problem code a1405 is corrected to a070908..

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.